Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge dislodged from the pump. Customer's blood glucose level was between 140 - 150 mg/dl. Reportedly, the customer was able to successfully load a new cartridge.